Manufacturer narrative:
The autopulse platform s/n: (B)(4) was returned for evaluation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found the top cover cracked and holes in the load plate cover. Review of the archive data found no critical issues. The platform passed functional testing with no fault/error found. In summary, the primary complaint that the autopulse does not power does not power on, was not confirmed and could not be replicated. There were no issues found during the archive review and the device passed functional testing. Visual inspection, however, confirmed the top cover was cracked at the front end. The autopulse platform is a reusable device and was manufactured in 2006. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device.

Event description:
It was reported that the autopulse platform s/n: (B)(4) did not power on. According to the reporter, the platform has been in storage for a long period of time and there is also damage to the case. There is no known patient consequences reported.